Manufacturer narrative:
Device evaluation of the monitor and electrode belt has been completed. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2022 while reportedly wearing the lifevest. The patient received five appropriate treatments, two which converted the arrhythmias to a slower rhythm, two which did not convert the arrhythmias, and one which resulted in post shock asystole. The patient also received two non-lifevest defibrillations and an inappropriate treatment. The device was started up at 17:07:15 on (B)(6) 2022. At 02:16:40, the patient received the first non-lifevest defibrillation. The rhythm at the time of the non-lifevest defibrillations was an idioventricular rhythm @ 30 bpm degrading to asystole with CPR/motion artifact. Post shock rhythm was asystole with intermittent cardiac activity and CPR/motion artifact. At 02:23:43, the patient received the second non-lifevest defibrillation. The rhythm at the time of the non-lifevest defibrillations was an idioventricular rhythm @ 60 bpm with CPR/motion artifact. Post shock rhythm was asystole with intermittent cardiac activity and CPR/motion artifact. At 02:35:32, an arrhythmia was detected. ECG shows vf with CPR/motion artifact. At 02:37:08, the patient received the first appropriate treatment. The rhythm at the time of treatment was vf with CPR/motion artifact. The post shock rhythm was vt @ 150 bpm degrading to vf with varying amplitudes and CPR/motion artifact. At 02:37:55, an arrhythmia was detected. ECG shows vf with varying amplitudes and CPR/motion artifact. At 02:39:02, the patient received the second appropriate treatment. The rhythm at the time of treatment was vf with varying amplitudes and CPR/motion artifact. The post shock rhythm was vf with varying amplitudes. At 02:39:38, the patient received the third appropriate treatment. The rhythm at the time of treatment was vf with varying amplitudes and CPR/motion artifact. The post shock rhythm was vf with varying amplitudes and CPR/motion artifact. At 02:40:07, the patient received the fourth appropriate treatment. The rhythm at the time of treatment was vf with varying amplitudes. The post shock rhythm was vt @ 120 bpm degrading to vf. At 02:42:36, an arrhythmia was detected. ECG shows vf with CPR/motion artifact. At 02:44:05, the patient received the inappropriate treatment. CPR/motion artifact contributed to the false detection. The rhythm at the time of treatment was obscured due to CPR/motion artifact. The post shock rhythm was vf with CPR/motion artifact. At 02:44:36, the patient received the fifth appropriate treatment. The rhythm at the time of treatment was vf. The post shock rhythm was asystole. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy. The device was shut down at 02:50:29 on (B)(6) 2022.